Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the lens was removed. Cause of event was not reported. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.